Event description:
It was reported that the patient presented with chest pains approximately two weeks post filter implant. Imaging demonstrated one ivc filter limb had detached and moved to the heart. In addition, imaging demonstrated that the filter had migrated one vertebral body (direction unknown) and tilted, with the apex against the cava wall. An attempt was made to retrieve the filter; however, the filter could not be removed as the cone could not be aligned with the apex. The detached limb was removed from the heart with a snare through the same access site. Reportedly, the patient is to undergo another attempt at filter retrieval.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Manufacturer narrative:
The filter remains in the patient, and the detached limb will be retained by the user facility risk management dept. Therefore, a sample evaluation could not be performed. Images were not provided. The complaint investigation is inconclusive, the definitive root cause is unknown. The current IFU (instructions for use) states- warnings filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified. In the IFU- migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clots burdens. Potential complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to filter tilt, filter malposition, pain note- it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted.

Manufacturer narrative:
The investigation is currently underway. User facility medwatch report 3601800000-2010-8021 was received on 02/03/2011.

Event description:
It was reported that the patient expired. The cause of death has not been reported to date. Medwatch 3601800000-2010-8021 for additional information.

Manufacturer narrative:
The device was not returned. In spite of numerous attempts to obtain additional information, no further information could be obtained from the user facility or the physician. The complaint investigation is inconclusive; however, the following should be considered: in consideration of the event information, it appears that patient and procedural factors contributed to the reported event. No images, patient death certificate or patient autopsy report, were provided for review. Both bard filters were not in the patient, at the time the patient expired. Based upon the available information provided, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may a so be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter tilt; filter malposition pain; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Manufacturer narrative:
A review of the medical records received has been completed and identified this event to be the same event as reported on mw 2020394-2013-00437. No medical images have been made available to the manufacturer. Based on the medical records received: patient presented to the emergency department (ER) with complaint of shortness of breath (sob). Imaging revealed bilateral pe, acute dvt in the right brachial vein and non-occlusive thrombus in the right popliteal vein. An ivc filter was deployed successfully without complications and hemostasis achieved at the conclusion of the procedure. Approximately ten months post filter deployment, patient presented to the ER with complaint of chest pain and sob. Patient had been previously discharged from an anticoagulation clinic due to non compliance with follow up appointments. Imaging revealed pe and chronic appearing thrombus in the right popliteal vein. Cardiac catheterization revealed a linear structure in the right ventricle (rv) appearing to be a detached filter limb. The patient was scheduled for retrieval of the ivc filter and detached filter limb in the rv. The detached filter limb in the rv was removed successfully; however multiple attempts to retrieve the ivc filter were unsuccessful. Completion imaging revealed no evidence of perforation. Patient tolerated the procedure well without complications and was rescheduled for filter retrieval. Approximately six weeks post first unsuccessful filter retrieval, patient presented to the ER with complaint of chest pain and sob. Imaging revealed acute pe with large clot burden, dvt in the right popliteal vein and acute dvt in the left common femoral vein. Patient was scheduled for ivc filter retrieval; however multiple attempts to remove the filter were unsuccessful due to tilting of the filter. Imaging revealed a large amount of thrombus within the ivc filter and thrombus extending above the legs of the filter. Manual suction was performed and slightly decreased the overall amount of ivc thrombus. Therefore, a second ivc filter (other manufacturer) was deployed at the l1 level without complications. Patient tolerated the procedure well and hemostasis achieved at the conclusion of the procedure. Four days post second unsuccessful filter retrieval, patient was scheduled for thrombectomy and filter retrieval. The second ivc filter was captured and redeployed in the supra renal ivc region to provide more room for subsequent thrombectomy of the infra-renal ivc. Imaging demonstrated the supra-renal ivc free of thrombus. Thrombectomy and lysis were performed and removed a partial amount of the thrombus. The initial ivc filter was successfully retrieved after several attempts; however during the retrieval attempts it was observed that the second ivc filter placed in the supra-renal ivc had tilted. The second ivc filter was retrieved and another ivc filter (other manufacturer) was deployed in the infra-renal ivc just above the residual thrombus. Completion imaging revealed no extravasation. The sheaths were removed and hemostasis was secured with manual compression. However, soon after sheath removal the patient developed cardiac arrest. Resuscitation attempts were made but spontaneous circulation could not be restored. According to the death certificate the causes of death were: cardiac arrest, hypotension, massive pulmonary embolism and a hypercoagulable state with excess factor viii.

Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The medical records were provided. Approximately 10 months post implantation, the patient presented to the ER for complaint of chest pain and shortness of breath. CT imaging came back positive for pulmonary embolism. A detached limb was allegedly identified within the patient¿s right ventricle during a cardiac catheter procedure. The filter allegedly could not be retrieved as the filter was reportedly against the posterior wall of the ivc. The detached limb was successfully removed with a snare device. A second retrieval attempt was unsuccessful approximately 2 months after the first attempt. Allegedly due to the filter tilt. A vena cava gram identified a large amount of thrombus within the ivc, trapped by the filter. Some of the thrombus was found to be extending above the legs of the filter. A second filter (other manufacturer) was deployed above the initial filter. Four days post second unsuccessful filter retrieval, patient was scheduled for thrombectomy and filter retrieval. The second ivc filter was captured and redeployed in the supra renal ivc region to provide more room for subsequent thrombectomy of the infra-renal ivc. Imaging demonstrated the supra-renal ivc free of thrombus. Thrombectomy and lysis were performed and removed a partial amount of the thrombus. The initial ivc filter was successfully retrieved after several attempts; however during the retrieval attempts it was observed that the second ivc filter placed in the supra-renal ivc had tilted. The second ivc filter was retrieved and another ivc filter (other manufacturer) was deployed in the infra-renal ivc just above the residual thrombus. The sheaths were removed and hemostasis was secured with manual compression. The patient soon after sheath removal developed severe sob and cardiac arrest. Attempts to resuscitate failed and the patient expired. Causes of death were determined to be cardiac arrest, massive pulmonary embolism, hypercoagulable state excess factor viii. Based on the medical record review, pulmonary embolism post filter implantation, limb detachment, filter tilt, difficult to remove, and occlusion within device can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Additional information: other relevant history; report source. Update: brand name; date of implant; complainant name; PMA/510(k) #.

Manufacturer narrative:
The event was reported via user facility report # 3601800000-2010-8021. The event was identified to be the same event as reported on mw # 2020394-2013-00437. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: patient presented to the emergency department (ER) with complaint of shortness of breath (sob). Imaging revealed bilateral pe, acute dvt in the right brachial vein and non-occlusive thrombus in the right popliteal vein. An ivc filter was deployed successfully without complications and hemostasis achieved at the conclusion of the procedure. Approximately ten months post filter deployment, patient presented to the ER with complaint of chest pain and sob. Patient had been previously discharged from the anticoagulation clinic for non compliance with follow up appointments. Imaging revealed pe and chronic appearing thrombus in the right popliteal vein. Cardiac catheterization revealed a linear structure in the right ventricle (rv) appearing to be a detached filter limb. The patient was scheduled for retrieval of the ivc filter and detached filter limb in the rv. The detached filter limb in the rv was removed successfully; however multiple attempts to retrieve the ivc filter were unsuccessful. Completion imaging revealed no evidence of perforation, and patient tolerated the procedure well without complications. Patient was rescheduled for filter retrieval. Approximately six weeks post unsuccessful filter retrieval, patient presented to the ER with complaint of chest pain and sob. Imaging revealed acute pe with large clot burden, dvt in the right popliteal vein and acute dvt in the left common femoral vein. Patient was scheduled for ivc filter retrieval; however multiple attempts to remove the filter were unsuccessful due to tilting of the filter. Imaging revealed a large amount of thrombus within the ivc filter and thrombus extending above the legs of the filter. Manual suction was performed and slightly decreased the overall amount of ivc thrombus. Therefore, a second ivc filter (other manufacturer) was deployed at the l1 level without complications. Patient tolerated the procedure well and hemostasis achieved at the conclusion of the procedure. Four days post second unsuccessful filter retrieval, patient was scheduled for thrombectomy and filter retrieval. The second ivc filter was captured and redeployed in the supra renal ivc region to provide more room for subsequent thrombectomy of the infra-renal ivc. Imaging demonstrated the supra-renal ivc free of thrombus. Thrombectomy and lysis were performed and removed a partial amount of the thrombus. The initial ivc filter was successfully retrieved after several attempts; however during the retrieval attempts it was observed that the second ivc filter placed in the supra-renal ivc had tilted. The second ivc filter was retrieved and another ivc filter (other manufacturer) was deployed in the infra-renal ivc just above the residual thrombus. Completion imaging revealed no extravasation. The sheaths were removed and hemostasis was secured with manual compression. However, soon after sheath removal the patient developed cardiac arrest. Resuscitation attempts were made but spontaneous circulation could not be restored. According to the death certificate the causes of death were: cardiac arrest, hypotension, massive pulmonary embolism and a hypercoagulable state with excess factor viii. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: a manufacturing review was performed. The medical records were provided. Approximately 10 months post implantation, the patient presented to the ER for complaint of chest pain and shortness of breath. CT imaging came back positive for pulmonary embolism. A detached limb was allegedly identified within the patient¿s right ventricle during a cardiac catheter procedure. The filter allegedly could not be retrieved as the filter was reportedly against the posterior wall of the ivc. The detached limb was successfully removed with a snare device. A second retrieval attempt was unsuccessful approximately 2 months after the first attempt. Allegedly due to the filter tilt. A vena cava gram identified a large amount of thrombus within the ivc, trapped by the filter. Some of the thrombus was found to be extending above the legs of the filter. A second filter (celect) was deployed above the g2 express filter. Four days post second unsuccessful filter retrieval, patient was scheduled for thrombectomy and filter retrieval. The second ivc filter was captured and redeployed in the supra renal ivc region to provide more room for subsequent thrombectomy of the infra-renal ivc. Imaging demonstrated the supra-renal ivc free of thrombus. Thrombectomy and lysis were performed and removed a partial amount of the thrombus. The initial ivc filter was successfully retrieved after several attempts; however during the retrieval attempts it was observed that the second ivc filter placed in the supra-renal ivc had tilted. The second ivc filter was retrieved and another ivc filter (other manufacturer) was deployed in the infra-renal ivc just above the residual thrombus. The sheaths were removed and hemostasis was secured with manual compression. The patient soon after sheath removal developed severe sob and cardiac arrest. Attempts to resuscitate failed and the patient expired. Causes of death were determined to be cardiac arrest, massive pulmonary embolism, hypercoagulable state excess factor viii. Based on the medical record review, pulmonary embolism post filter implantation, limb detachment, filter tilt, difficult to remove, and occlusion within device can be confirmed. The investigation is inconclusive for the alleged perforation and migration based on the provided information. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Perforation or other acute or chronic damage of the ivc wall. Pain. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. Precautions: in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4).

Event description:
It was reported that the patient presented with chest pains approximately ten months post filter implant. Imaging demonstrated one ivc filter limb had detached and moved to the heart. In addition, imaging demonstrated that the filter had migrated one vertebral body (direction unknown) and tilted, with the apex against the cava wall. An attempt was made to retrieve the filter; however, the filter could not be removed as the cone could not be aligned with the apex. The detached limb was removed from the heart with a snare through the same access site. Reportedly, the patient is to undergo another attempt at filter retrieval. Additional information received: approximately one year post filter implant the patient presented with shortness of breath. Diagnosis was a large acute nonocclusive pe in the left main pulmonary artery, smaller acute right main pulmonary artery thrombus at the bifurcation with occlusive extension into the right middle lobe segmental artery. A reattempt at filter retrieval and placement of a new filter three day later revealed a large thrombus within the ivc filter. A portion of thrombus was seen extending above the legs of the filter. It was not removed but a new juxta-renal ivc filter was placed. The patient then underwent thrombectomy and lysis and another attempt to remove the filter. Once thrombectomy and lysis were performed, the filter was successfully retrieved after several attempts with a snare and endobronchial biopsy forceps. During the attempts to remove the g2 x filter, it was observed that the second filter placed in the supra-renal ivc had tilted. The tilted filter was removed and another was successfully implanted. A completion cavogram was performed and demonstrated no extravasation. New information received: it was reported at unknown time post filter deployment that the filter allegedly had limbs perforating into organs.